Manufacturer narrative:
The returned device had no hazard alarm, however the graphical data did show timeouts and a drive stall that caused the pod to miscount first and second priming. After the pod housing was removed, the firing flat was noted to be in a horizontal position, inconsistent with the pod's data showing a pulse count of 53 pulses, usually enough for a full needle/cannula deployment. A close inspection of the commutator cap show multiple drag lines; results from the devices original and reset runs. The rotational sensor spring connected to ground appeared to be off centered, leaning upwards. Debris was also noted near this rotational sensor spring indicating that the device did struggle to rotated properly. Despite these findings, it could not be conclusively determined what caused the pod to drive stall and ultimately miscount during priming.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore, you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure. The pod was not worn.